Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. When removing the dilator from the steerable guide catheter (sgc) after advancement across the septum, a transient loss of fluid column had occurred in the sgc but this was corrected by withdrawing the guide and re-establishing aspiration. It was first thought all air had been removed, but symptoms of air embolism occurred. This included significant st elevation in the electrocardiogram (ECG), reduced blood pressure and reduced left ventricular ejection fraction (lvef) with need of resuscitation twice. Also, a contra-pulsator was initiated along with additional medication. The tip of the sgc was connected to tissue at the time when the fluid column was lost. Once patient was stable, two mitraclips were implanted successfully suing the same sgc, reducing mr to trace. The patient was weaned from contra-pulsator the next day. No cardiac complaints, but due to confusion, a prolonged hospital stay occurred. There was no evidence of a cerebrovascular accident (cva) or transient ischemic attack (tia). Patient was transferred to local hospital for a short stay before final discharge.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported loss of fluid column was unable to be determined. The reported air embolism was a cascading effect of the reported loss of fluid column. The reported cardiac arrest, hypotension, EKG/ECG changes were cascading effects of the reported air embolism. The reported patient effects of embolism, hypotension, and EKG/ECG changes (cardiac arrhythmias), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical interventions, medication required, and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.